Manufacturer narrative:
A complete myodex lead serial number (B)(6) was returned for analysis. Electrical testing revealed that all tests passed indicating the lead should be capable of functioning as intended. Dimensional analysis of the lead connector pin and ring indicates conformance to specification. Visual inspection under magnification revealed no visible signs of damage. The connector ring showed no visible witness marks from a set screw, possibly indicating a poor connection between the connector ring and the ICD. This corresponds to the physician's observation that the set screw on the ICD did not grip the lead and that the event was probably due to a problem of the set screw on the ICD header. No lead malfunction was identified.

Event description:
As reported: patient with a crtd sjm system, implanted in (B)(6) 2019. According to the doctor, during follow-up the lv lead, serial number (B)(4) shows an exit block with high impedance measurements and no capture in all configurations. During the surgery to replace lv lead serial number (B)(4), the doctor put a new myodex lead on the lv ventricle. As dr. Sadat wanted to connect the old ICD to the new lv lead, the screw did not grip the lv lead. A new ICD was implanted with no further issues. Because of the problems with the screw in the old ICD header, the doctor now thinks that the high impedance on lv lead serial number (B)(6) was probably not a problem of the lv lead, but a problem of the screw on the ICD header.